Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with phone (samsung a12; android os:13). The customer indicated that the low glucose alarm did not sound and as a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness requiring unspecified treatment provided by a healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc application in use with phone (samsung a12; android os:13). The customer indicated that the low glucose alarm did not sound and as a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness requiring unspecified treatment provided by a healthcare professional. There was no report of death or permanent injury associated with this event. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23.

Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application with the (samsung a12; android os:13) where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.